Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting, it was discovered that the alarm occurred due to a loose connection between the transfer set and a patient line. The technical service representative (tsr) instructed the care giver (cg) to start over with new supplies on the hc device. The tsr reviewed the proper procedure with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The use error occurred due to a patient incompletely connecting the transfer set and a patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.